Event description:
It was reported three weeks prior to the report the patient fell forward on their right side and doesn¿t feel it and now they are not getting the relief that they should be getting. As a result the patient is hurting ¿real bad¿. Prior to the fall the stimulation was the same on both sides. Initially the pain was on both sides but then went to just the right and their ¿neck has settled down and the modulation is fine¿. The patient has 3 devices, ¿on slow it down quiet down and in the neck and lower back¿. The patient is no longer in a wheel chair like they used to be and is more active than usual. Since the fall the patient has been going to physical therapy and has noticed swelling at the sciatic nerve. The patient stated they ¿probably need an injection or a sisept¿. The patient would like their device reprogrammed. Information omitted pertaining to event (B)(4) ¿ shocking during CT scan. Information omitted pertaining to patient medical history. No interventions or outcome was provided however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3776-45, serial# (b)(40, implanted: (B)(6) 2009, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3998, lot# l96719, implanted: (B)(6) 2001, product type: lead; product ID 3776-75, serial# (b)(40, implanted: (B)(6) 2009, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).